Manufacturer narrative:
Batch review performed on 01 march 2022. Lot 2006594: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional device involved. Batch review performed on 01 march 2022. Reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 2105863: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
At 1 month after the primary, the patient came in reporting pain due to luxation of the glenoshere from the liner. The surgeon revised the glenosphere, liner, and metaphysis.